Event description:
The customer states that discrepant pt results are being generated by the axsym analyzer. The customer gave the example of one pt generating ca 125 assay results of 66 and 68 u/ml. This same sample generated a result of 15 u/ml with another methodology. No further pt info was made available. The abbott customer technical advocate (cta) advised the customer to replace the sample probe and decontaminate the system. When the customer went to calibrate the probe, it was not center aligned as expected and svc call was initiated. There was no impact to pt mgmt reported.

Manufacturer narrative:
An abbott field svc rep visited the customer site and checked and calibrated both probes, and it was confirmed that they were dispensing correctly. The analyzer's sample syringe valve was replaced, because it was leaking, and dispensers 1 and 3 were cleaned due to a build-up of buffer salt deposits. An meia optics check met specs and a run of control material generated acceptable results. Subsequent instrument operations and test results were acceptable. The customer issue is addressed in the abbott axsym sys operations manual volume-1, 66-6749/r3, february 1996, under the sections entitled result interpretation/reporting and weekly maintenance. This is a final report.